Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot part number: 338.490 supplier lot number: ma1006 synthes lot number: 5047670 per jde, manufactured date: 07/19/2005 a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. H3, h6: investigation summary background: 12/12/2019: updated event description: it was reported that on november 18, 2019, the unknown handle and unknown shaft are stuck together. Both 2 pieces are 4.0 mmm hex cannulated power shaft. A large quick coupling that generated per driving a cannulated power shaft. In the t-handle shaft, a small t-handle and a small large quick connect, large quick coupling. Issue was found in metro office. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage visual inspection: the large quick coupling eval (p/n: 338.490, lot #: ma1006) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the device was deformed and there were scratches and nicks on the device. The etching on the device started to fade which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported a large quick coupling that generated per driving a cannulated power shaft. In the t-handle shaft, a small t-handle and a small large quick connect, large quick coupling. The repair technician reported the tip was burred. Burred is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is burred. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed se_501025, rev d smw_101410, rev c the device received is stripped. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11: d1/d4: brand name, part, UDI & lot # provided for reporting. , g1: manufacturing site name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for anunk - screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the unknown handle and unknown shaft are stuck together. Both 2 pieces are 4.0 mmm hex cannulated power shaft. A large quick coupling that generated per driving a cannulated power shaft. In the t-handle shaft, a small t-handle and a small large quick connect, large quick coupling. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. No patient consequence this is report 1 of 2 for (B)(4).